Manufacturer narrative:
Additional information: the product was returned to the manufacturing site for evaluation. Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jan 28, 2024 section h3: evaluated by manufacturer: yes device evaluation: a photo was provided by the customer. The customer provided photo was evaluated. The photo shows half a lens on piece of gauze. No further evaluation can be performed from the photographic assessment. Visual inspection was performed on the suspect product and found the plunger rod was fully retracted. Viscoelastic residue was observed distributed through the length of the cartridge and no issues with the cartridge were identified. The lens module was inspected and presented with no viscoelastic residue or damage. The device assembly and plunger rod advancement were inspected and presented with no issues. The lens was received cut in half, coated in viscoelastic residue, and the two halves were stuck together. The lens pieces were cleaned and presented with no issues. No further evaluation was performed. The complaint issue "removal" and "other capsule damage: posterior capsule rupture" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: the complaint issue "cosmetic issues" was not identified during product and photo evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon found a scratch on the optic part of preloaded toric intraocular lens while implantation of lens. The lens was fully inserted and exchanged with same diopter. Additional information stated that lens was replaced during same procedure and there was no problem. The product was available for return but half of the lens was missing. No other information was provided.